Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode was due to severely bent grip on the clip applier instrument. If additional information is received, a follow-up MDR will be submitted. Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded on the grips. Common causes of the severely bent grip tips are typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. Severely bent grips with an offset 0.05¿ are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. An advanced system log review was conducted by an isi failure analysis engineer (fae) and reported the following information: there were no related errors seen with regards to the clip applier. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary segmentectomy procedure, the medium-large clip applier instrument failed to release the clip from the upper jaw. This caused twisting of the pulmonary artery resulting in a tear and bleeding. The procedure was converted to open and the pulmonary artery was repaired with multiple sutures. The amount of blood loss was 350 mls.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy, there was a malfunction reported against the medium-large clip applier. The surgeon noticed that the upper jaw of the medium-large clip applier failed to release the clip. This caused twisting of the pulmonary artery to about 180 degrees, causing a tear to the pulmonary artery, and subsequent bleeding. The estimated blood loss was 350 milliliters, and the procedure was converted to open. The bleeding was controlled with a sponge stick and the tear to the pulmonary artery was repaired with multiple sutures. The patient did not require a blood transfusion. The procedure was completed via open surgery. The patient did not have any post-operative complications and was discharged home in a stable condition.